Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reep3980 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported via ms&s: "currently purchase product 9194108d, 4fr PICC line single lumen, from you. Today I was placing a PICC line on 355 and I was able to insert the t-adaptor and I advanced the {icc line cath 20cm and was not able to advanced any more. I pulled out the cath line and when I pulled the t adaptor the tip was missing. I had to order cxr and CT of the chest to see if the tip was left in the arm or lungs. Dr. Was not able to see it in the images. I don't know if this is a mechanical problem from the kits."